Event description:
It was reported that the pump exhibited a steady alarm and a no disposable alarm - pump won't run alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device was unknown. No information has been received to date. No product information has been received to date.